Event description:
It was reported that one of the patient¿s leads ¿somehow migrated over a period of time and the leads were on top of each other.¿ it was noted that the patient and healthcare professional had looked at the leads under fluoroscopy sometime between september and november. It was noted that the leads were ¿exactly on top of each other.¿ patient had pain when he bent forward. The manufacturing representative had tried to reprogram the patient¿s implantable neurostimulator (ins) but had not been successful. The left side lead was not on even at 10.5amps. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3887-45, lot# v532587, implanted: 2011 (B)(6); product type lead product ID 3887-45, lot# v058481, implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3887-45, lot# v058481, implanted: 2011 (B)(6); product type lead. (B)(4).